Event description:
Rptr called to request a service call for vent. The dr in the nicu sent this down because "every time they put this on the pt, the pt's saturations go down to 70 and 80% within 10 mins." Rptr feels that it sounds more of a "user" problem, but he was told to request a "performance verification". A letter was sent to the user facility requesting additional info pertaining to their allegation that "every time they put this on the pt, the pt's saturations go down to 70 and 80% within 10 mins." As of october 6, 2006, there has been no response from the user facility.

Manufacturer narrative:
The viasys field service rep evaluated the unit and was unable to find any malfunction. Thus no root cause could be determined. The viasys field service rep performed a 2000 hr preventative maintenance (pm) service on the unit and ran it through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the user facilities control ready to be placed back into service.